Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. Noise was recorded simultaneously on both the atrial and ventricular electrograms for ventricular tachycardiac non-sustained (vt-ns) episodes. These episodes were recorded on (B)(6) 2016.

Event description:
It was reported that noise was noted on both the right ventricular (rv) and right atrial (ra) leads on a remote monitor transmission. Troubleshooting could not reproduce the noise during an in-office check and it is unclear if it is an issue with both leads, the patient's implantable pulse generator (ipg) device header, or if an external source was responsible. Both leads and the device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.